Manufacturer narrative:
Pump received with button error alarm and no down arrow button response due to corroded keypad traces. Unable to perform the displacement test due to no button response. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after being worn in her bra on a hot day. Blood glucose level at the time of the incident was 105 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.